Event description:
In (B)(6) 2013, (B)(4) identified a potential weakness of the outer paper pouch chevron seal used to encase the primary pack (the iol blister pouch). Rayner determined that as a result of this weakness the sterility of the primary pack may be compromised. An investigation was performed by rayner to determine the extent of the issue in order to identify the specific pouch range affected. This included a review of the pouch manufacturer's test records and testing of sample pouches to identify which lot's were outside of the defined acceptance parameters. Pouch packets tested and found to be outside of acceptance parameters were quarantined and using production records device history records all potentially affected product was identified. This data was then used to calculate the total number of product packed in the affected pouch packets and released to market. As a result of the findings, a precautionary recall was initiated by rayner in (B)(6).